Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, st segment elevation occurred when ablating the right inferior pulmonary vein. The ablation was stopped with a double stop technique and medication was administered; the st elevation subsided. The case was completed with cryo. No patient complications have been reported as a result of this event.